Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, while the device was being applied to the circular anastomosis of the remaining part of the colon to the anal canal, the staples fell into the patient's cavity without firing the device. The surgical time was extended by 30 minutes or more due to the product problem. A new device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection noted damage to the staple guide was damaged. Functionally, the instrument wing nut was rotated properly but high resistance was noted when fully closing and the green indicator did not become apparent. The instrument was disassembled for further evaluation. Foreign material was observed inside of the unit. The knotted sutures and staples matched the description of a purse string. This material acted as an obstruction during the application. The "insert, shell " was disengaged but marks indicated that it was properly assembled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged "insert, shell " may occur when an obstruction is inserted inside the anvil assembly causing it to disengage from the clinical device while closing the instrument and/or firing it. Information for use (IFU) include specific instructions for the user to manually inspect the attachment to ensure that the anvil/center rod assembly and integrated trocar are fully mated. Additionally, information booklets details, "purse string sutures must be placed no more than from the cut edge of the tissue to a void excessive tissue within the closed anvil and cartridge, which could cause staple malformation or leakage." And make certain that the section of tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut" the root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.